Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had received shocks, however the episodes were not available in the arrhythmia logbook. Technical services discussed logbook storage capabilities. It was later reported that the patient received inappropriate shocks which resulted in therapy exhaustion in the ventricular tachycardia zone. The episode was not available in the logbook due to subsequent episodes overwriting the episode. No adverse patient effects were reported.